Manufacturer narrative:
The device was returned to Olympus for inspection. Date of event is unknown. Additional information will be provided if available. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the Colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated white foreign objects in air/water channel and air/water cylinder. There was no patient involvement.